Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading is over 200 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No traces of moisture were noted at the electronic or motor assemblies per our visual inspection. The insulin was monitored and no blank display anomalies were noted. No missing segments notes. No damage on the lcd isolation tape noted. The insulin pump powered up properly after battery installation. The operating currents are within specification. The insulin pump has cracked case at the display window corners, display window, belt clip slot, minor scratched lcd window and stained end cap sticker.